Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments pitch cables were broken. The pitch cables were broken at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. Failure analysis investigation also found the instruments main tube had deep scratches and gouges. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. The deep scratch and gouge damage may have been likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a benign hysterectomy surgical procedure, it was noted that a wire snapped on the prograsp forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.